Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol kugel hernia patch (device #3). Additional emdr were submitted to represent the bard/davol devices #1, #2, #4, and #5. No sample returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch (device #1). On (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip (device #2). On (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch (device #3). On (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip (device #4). On (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #5). As alleged, the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol kugel hernia patch (devices #1 and #3), sepramesh ip (devices #2 and #4), and composix e/x (device #5). As reported, the attorney alleges products are defective and that the patient experienced emotional distress.